Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
It was reported of a no delivery alarm from the insulin pump. The customer stated that the pump still alarmed no delivery during a bolus. The customer was advised to deliver a 5.0u fixed prime without alarming for no delivery. The customer will be sent a replacement pump.